Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured (approximately 25 cm from the terminal pin). Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that the pacemaker exhibited noise and high out of range pace impedances of greater than 3000 ohms on the right ventricular (rv) lead. The noise appeared to be due to the minute ventilation signal. An x-ray was performed and compared to the initial implant procedure which showed the device was flipped and the rv lead was twisted within the pocket. The rv lead also appeared to have an outer conductor fracture. They suspect the patient is a twiddler. A revision procedure was then performed where the device and rv lead were explanted and replaced. No additional adverse patient effects were reported.